Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0715n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) ¿appeared¿ to have moved around, noting it was in a separate place on her back. This occurred in 2015. A loss or change of therapy was also experienced in 2015; the patient had fecal incontinence and was taking imodium. Different settings and programs were tested without success. Cause and outcome remain unknown. Follow-up is being conducted to obtain additional information. The indication for use was gastrointestinal/pelvic floor.